Manufacturer narrative:
Initial and final MDR (B)(4) - device 6 of 10.

Event description:
Reference number (B)(4). Event occurred in australia it was reported that the patient faced leakage from tubing connects to the infusion set clip event on (B)(6) 2024. The infusion set was in use for less than 1 day. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.